Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported that she had a trial put in about 10 years ago for her bladder and the leads had broken. It had caused her to not feel stimulation and she had to increase her stim in order to feel it. It was indicated that healthcare provider put in her trial and there were two other company representatives that were there as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.